Event description:
The facility reported an (B)(4) silicone three piece lens was implanted on (B)(6) 2010 and then explanted. Attempt was made to obtain additional information but the facility has since closed down.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Lens not returned. Evaluation: method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).